Event description:
It was reported that the patient presented for during an unrelated cardiology procedure with the right atrial lead that appeared to be dislodged under fluoroscopy. The patient was scheduled for lead revision. However, while an attempt was made to reposition the lead it was noted that the helix failed to fully extent. The lead was explanted and replaced.

Manufacturer narrative:
The reported events were lead dislodgement, a helix mechanism issue. As received, a complete lead was returned in one piece with the helix fully extended and clogged blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray examination of the lead found the inner coil was over torqued in the connector region consistent with the procedure damage. After the lead was cleaned and toque was applied directly to the inner coil, the helix could be retracted and extended. The full helix extension length was measured to be within specification. The cause of the reported event of a helix mechanism issue was isolated to tissue in the helix region and the inner coil over torqued in the connector region consistent with procedure damage.